Manufacturer narrative:
Correction: the date returned to manufacturer was documented as (B)(6) 2017 in the initial medwatch. It has been updated as (B)(6) 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending completion of investigation. Once reliability engineering completes the investigation of the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device failed the following assessments at pretest: information button and selft test, charging and checking of power module in charger, function test and saw test. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.